Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 10 minutes: 185 mg/dl (mobile) and 95 mg/dl (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips have been discarded.